Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported issue was able to be duplicated. It was noted that the air detector was not operating as intended and was the cause of the reported issue. Service replaced the air detector sensor to correct the reported issue. Service also performed preventive maintenance and functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a constant air in line alarm with a primed set. There was no reported adverse event.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.